Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was calcified, 90% stenotic in a stent damage occurred. The lesion being treated was calcified,90% stenotic in a tortuous right coronary artery (rca). After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body, the stent struts were bent. No pt complication or injury was reported. The physician then predilated the lesion with a larger balloon and the procedure was successfully completed using another taxus express2 3.0 x 12 mm drug eluting stent. Pt status is reported as "satisfactory/good".